Manufacturer narrative:
(B)(4)

Event description:
It was reported that the transmitter would not power up. Upon removing the device prongs, the power adapter was noted to be charred. The device would no longer be used and replaced.